Manufacturer narrative:
The technician could not determine the cause of the siderail damage. Repairs have not been completed.

Event description:
Information received indicates the right siderail is bent and damaged and the siderail will not stay up.